Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise. Programming changes were performed. The patient was discharged from the hospital.